Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the operating room (or) team had to disable the right master tool manipulator during the end of the procedure. However, the customer contact intuitive surgical inc. (Isi) technical support engineer (tse) after the procedure. Tse reviewed the logs and identified an error 23027 (pointing to the grip axis from the right gimbal) followed by an 23020 counterbalance spring error on axis 2. The caller (or nurse) indicated the procedure was completed as planned. There was no report of injury as a result of the alleged issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator 2 to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). Additionally, isi technical support engineer reviewed the system logs at the time of the call into technical support and only found a single 23057 pointing to the right mtm. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: after the start of the procedure, the customer experienced an issue with the right master tool manipulator (mtm) and reported they had to disable it during the end of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator involved with this complaint and completed device evaluation. Failure analysis could not reproduce the reported failure (errors on axis), but the errors were confirmed as having occurred based on field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.